Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that after their battery replacement they are having two seizures a day which is more than usual for them. No additional relevant information has been received to date.